Event description:
The user facility reported the involved glide wire 035 260 angled fractured while removing. A voluntary medwatch was provided by (B)(4) hospital on (B)(6) 2020. The event description states: "during removal of an inferior vena cava filter a tiny fragment of the guidewire was sheared from the wire." Additional information was received on 31jul2020. The device fractured inside the patient; a very small piece sheared off inside the patient. The piece was very tiny, so the decision was made to not remove it from the patient. The patient will follow up in one year for evaluation. There was no blood loss. There was no patient injury, medical/surgical intervention required. The patient was in stable condition. The procedure was completed successfully.